Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed that the host-pc did not startup. Upon further troubleshooting action, the fse found that the system battery shows 1.6 vdc, but it should be 3 vdc. The fse replaced the host pc system battery and hard disk. After replacement host pc system battery and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.